Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, the suture broke. Upon visual assessment of the suture, it was observed that the suture pieces have begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? There was no adverse event found associated with the patient regarding product. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify suture & needle found detached on opening of the foil by the customer. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral and strength ¿ = 275 g/m. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one paper lid, and some suture pieces into a winding former that pertains to the product code vp2317 were received for evaluation. Upon visual assessment of the suture, it was observed that the suture pieces have begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.